Event description:
Too many to put here; pain that is unreal - my entire rib cage on right side is hurting. My right underarm has lumps and pain. Hair falling out, joint pain, fatigue, brain fog, depression; I'm not the person I use to be. My life has been taken away by the implants. Smooth silicone - I am trying to get them removed but don't have the money. FDA safety report ID# (B)(4).